Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time.